Event description:
It was reported to medtronic minimed that the customer experienced crack on back side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and the product mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. The pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Unable to perform the displacement test due to motor cap was removed to realign the battery tube. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case. Cosmetic damage was confirmed at the back of the pump during analysis. Blank display was confirmed due to misaligned battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.